Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg46s4v14, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 50 mcg via an implantable pump for spastic quadriplegia. The dose duration was (B)(6) 2021 and continuing. Past history / history of adverse reaction was indicated as none. It was reported that the date of implant was (B)(6) 2021. Catheter detachment was found on (B)(6) 2021. A catheter x-ray study was not performed. On (B)(6) 2021 the detached catheter was removed in the revision procedure and replaced with a new catheter. At the time of the operation, the purse-string suture was applied from the top of the puncture needle, and then the purse-string suture was performed to the anchor. However, it was considered that the anchor was not firmly pierced because the catheter came out from the tip; in a state of piercing in the anchor. The outcome of the adverse event was recovered. Regarding causality, the event was unrelated to the drug, pump, and catheter, but unknown if related to surgical procedure.

Event description:
Additional information was received. The catheter was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.